Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that they were implanted with a spinal cord stimulator for chronic pain of the back this year and tried to get an MRI today, but they were unsuccessful. Caller stated that the MRI facility would not do the MRI because they couldn't get both the internal battery and external battery up to 100%. Agent reviewed with the caller that as the manufacturers, we advise patients to fully charge their internal and external devices as full as possible before they get an MRI. Caller said that they had tried different MRI hospitals in the detroit area, but after like a two week wait, the first MRI facility came back and said they just couldn't do that with it and they could not give the patient an MRI. Agent asked the caller if the patient knew how to access the MRI safe mode on the controller, and caller said they didn't know. Agent walked caller through accessing MRI mode and caller confirmed that the patient was full body eligible. Agent provided the caller with technical services phone number.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were not trained to access the battery pact nor were they trained on how to fully charge the battery pact. They found how to fully use the functions after they were told by the "MRI people" that they did not know how to set up the device so that an MRI could begin for a maximum of 30 minutes. They believed they knew how the device was set up in the off positions with a fully charged battery over. They now believed they understood the details of putting the device in the correct attitude. They stated that training on how to use the device was not given to them and the MRI instructions were not provided by the manufacturer when they received the device. The first MRI site even refused to try to provide an MRI since their employees had no training on what to do and lacked knowledge.